Event description:
Customer reported a black screen issue that prevented interaction with the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed on how to put the pump into storage mode prior to returning it. Customer will use multiple daily injections as a backup therapy and acknowledged understanding the return process.